Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a definitive cause for the reported event. It was suspected that there was potentially some tissue damage which resulted in the increased mitral regurgitation (mr), but it could not be confirmed. The reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information received: procedural images showed the clip had not detached from either leaflet (single leaflet device attachment). The cause of increased mitral regurgitation is unknown, however, it was suspected that leaflet damage may have occurred during the initial procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that post-procedure, mitral regurgitation (mr) increased. The cause of increased mr could not be determined. It was reported that the mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. The patient had an enlarged atrium. Two clips were implanted reducing the mr to 2. On (B)(6) 2016, final echocardiogram found that the mr had increased to grade 4. The cause of increased mr is unknown. There was no device malfunction. No single leaflet device attachment occurred. There is no evidence of chordal or tissue damage. The patient was discharged to home and is asymptomatic. No additional information was provided.